Manufacturer narrative:
(B)(4). The carefusion service center received the suspect device, a 3100a ventilator, and evaluated the device. An evaluation of the device did not duplicate the reported issue. The evaluation found that the unit was depressurizing due to the user's settings. The unit successfully passed the patient circuit calibration and performance check. The mean airway pressure (map) was adjustable. A 6k preventative maintenance procedure was completed and the unit was within specification with the exception of pressure regulator 2, pressure regulator 6, and map zero, which were incorrectly calibrated by the user, but were not the cause of the reported issue. Pressure regulator 2, pressure regulator 6, and map zero were calibrated and the unit is operating to manufacturer's specifications. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the device was used on patients and the customer noticed it operates differently compared to other units. Reportedly, the unit cannot go low enough during the operational verification test (ovp) and when the adjust knob is at the minimum setting, the minimum mean airway pressure (map) values are 12-13 and the unit turns off. The pressure is falling if oscillation is halted during ventilation and it cannot be restarted. The maximum power is far below that of other units. During start-up, the map increases higher than of the other units. When using the maximum power, the delta p is significantly lower than that of other units. The customer stated that the unit is not out of specification. There was no patient harm associated with the reported issues.